Event description:
It was reported that when the guidewire was advanced through the microcatheter into the cavernous carotid segment of the internal carotid artery, the microcatheter prolapsed on itself. The tip of the guidewire broke and the physician believed that the microcatheter prolapse cause the guidewire to break. The physician removed the guidewire fragment with a snare device without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject is not available; therefore, analysis cannot be performed. There is no indication from the information that the reported event is related to product specification nonconformance. As per information available, the subject device was confirmed to be in good condition after unpacking and preparation and the physician indicated that the microcatheter prolapse contributed the reported issue limiting the guidewire performance. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that when the guidewire was advanced through the microcatheter into the cavernous carotid segment of the internal carotid artery, the microcatheter prolapsed on itself. The tip of the guidewire broke and the physician believed that the microcatheter prolapse cause the guidewire to break. The physician removed the guidewire fragment with a snare device without clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.